Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/8/2020.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 8/11/2020. H3 evaluation: product received for analysis. During sample evaluation the plate was able to be open and close without any issue. Tie strap did not interfere on the correct function of the locking mechanism. Therefore, is considered this man factor does not contribute to the reported complaint defect. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to it was able to be activated and de-activated several times with no issues. Therefore, is considered this materials factor does not contribute to the reported complaint defect. Defect reported by customer was not verified on sample received, during sample evaluation the plate was able to be open and close without any issue. Tie strap did not interfere on the correct function of the locking mechanism. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been performed and was received. Did the reservoir function properly upon first activation? No further information is available. If no, how many reactivation were performed when issue was noticed? Were the exit input caps loose? No further information is available. Was there a failure of the locking plate mechanism? No further information is available. How was the case completed? No further information is available. What is the lot number of the reservoir? No further information is available. What is the product code and lot number of the blake drain being returned? No further information is available. Device return status. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts to obtain the device have been made. To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent. Note: events reported via mw# 2210968-2020-04174.

Event description:
It was reported a patient underwent a robot-assisted laparoscopic prostatectomy on (B)(6) 2020 and a reservoir was used. After the procedure on (B)(6) 2020,the reservoir could not be locked in the ward. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.